Event description:
Reportedly, the patient implanted with the subject ICD died on (B)(6) 2016. The cause of the death is unknown, and it is unknown whether the ICD was explanted.

Manufacturer narrative:
Corrected: patient died on (B)(6) 2017. Report source corrected: health professional added.

Event description:
Reportedly, the patient implanted with the subject ICD died on (B)(6) 2017. The cause of the death is unknown, and it is unknown whether the ICD was explanted.